Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarms "no disposable, pump won't run" half way through delivering the medication from the cassette. Alarm unresolved with stopping pump, removing/reattaching cassette and restarting pump. No further details provided.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The manufacturing DHR review found no indication that the complaint is related to a manufacturing issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.